Event description:
Dr attempted to use the device as described above and when he attempted to squeeze the trigger the needle sheared and broke. We noticed right away removed the device and confirmed we had the two pieces.